Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the reprocessing guideline that was use was incompatible with the device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not place other than a compatible endoscope in this equipment. Otherwise, the equipment may not only be unable to exhibit its optimal reprocessing performance, but the safety of the patient and operator may be endangered and this equipment and/or the endoscope may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the reprocessing of the olympus endoscope reprocessor cleaning was compromised due to mishandling. The issue was found during reprocessing. The reprocessing was done with an alkaline cleaning detergent which did not support the vef-v-visera ventricularvideoscope. There were no reports of patient or user harm associated with this event. Related patient identifiers are (B)(6), (B)(6), (B)(6), and (B)(6).